Manufacturer narrative:
Investigation summary: the most probable root cause is equipment, mechanical failure with method identified as a probable root cause contributor as determined in a previous investigation pr- (B)(4) for an unrelated batch (s68516 m&j 4ct USA) for cells damaged/leaking. Batches s68516 (muscle and joint), t26686 (muscle and joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from august 27 to 07sep2017 on m line. S68516 - 27aug2017, t26686 - 27 through 29aug2017, t26691 - 29aug2017 to 02sep2017, t26693 - 02sep2017 to 07sep2017. Batches t26686 (muscle and joint), t26693 (menstrual) and t26691 (menstrual) had previous cell leakage complaint investigations with the same root cause (refer to (B)(4)). The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together

Event description:
Event verbatim [preferred term] burn on labia [thermal burn] , oval packet opened and spilled out into underwear [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual, device lot number t26691, expiration date jul2020), from an unspecified date when having menstrual cycle. Relevant medical history and concomitant medications were not reported. The patient reported she applied the heatwrap to her underwear of lower abdomen and normally used the heatwrap about 6 days a month, each for a full work day. On (B)(6) 2018, the patient reported the oval packet opened and spilled out into her underwear, and she experienced burn on labia. She stated this was not a major burn. She initially started using the thermacare menstrual heatwraps years and years ago, when they first came out. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. According to the product quality complaint group on 20jul2018: the most probable root cause is equipment, mechanical failure with method identified as a probable root cause contributor as determined in a previous investigation (B)(4) for an unrelated batch (s68516 m&j 4ct USA) for cells damaged/leaking. Batches s68516 (muscle and joint), t26686 (muscle and joint), t26691 (menstrual) and t26693 (menstrual) were manufactured consecutively from august 27 to 07sep2017 on m line. S68516 - 27aug2017, t26686 - 27 through 29aug2017, t26691 - 29aug2017 to 02sep2017, t26693 - 02sep2017 to 07sep2017. Batches t26686 (muscle and joint), t26693 (menstrual) and t26691 (menstrual) had previous cell leakage complaint investigations with the same root cause (refer to (B)(4)). The cell-pack provides the heat in the thermacare wrap (the heat engine) and the top and bottom sheet encapsulates the chemistry, which makes up part of the heat engine along with a brine solution. The bottom sheet is drawn into the forming plates by vacuum to form the cells and allow for dosing. The upper sheet is hna (hot needle aperture) film that has holes that regulate airflow to the dosed cells which enables the chemical reaction that creates the heat of the wrap. Chemistry is a powder which is made up of a soft iron, carbon, or agm (absorbent gelling material). A brine (water, salt, sodium thiosulfate) solution is dosed into cell containing the chemistry during production. The solution triggers a reaction with the chemistry mixture in the presence of oxygen to produce the heat from the thermacare cell pack. The brine addition is designed to target the center of the cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. Evaluation of the returned sample shows two cell packs leaking chemistry to the outside of the wrap. The area appears to have been left unsealed most likely due to brine being in the area around the cell preventing tit from sealing. The brine pumps not working properly can cause brine dosing fluctuations. These brine fluctuations can be caused by dosing rotation failure, nozzles not being tight enough, issues with hoses and fittings that can result in defective cells. During the analysis of a previous investigation ((B)(4) cold cell investigation for an unrelated batch) it was found that there was no preventive maintenance (pm) in place for the brine pumps, the following preventive action was created and is applicable to the current event. Action item (B)(4) (closed - 18jun2018) was generated to create the pm for the proper maintenance of brine pumps. In addition the in-process attribute quality checks sampling frequency intervals were changed from every 10 minutes to every 6 minutes to help monitor the batch real-time and allow reaction to defect issues before the entire batch is processed. This change was implemented on 28mar2018. Work orders (wo) (B)(4) (b-line) and (B)(4) (m-line) were issued to inspect and clean the brine carriage nozzles for both lines. This is considered a mitigation action until the pm program is implemented. The wos are to be completed in may2018. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related was yes. Design related was no. Complaint confirmed was yes. According to the product quality complaint group on 16oct2018: the root cause for this investigation was revised per investigation pr (B)(4). Menstrual and muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify and update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre-mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) menstrual and muscle joint us cells. Damaged/leaking was conducted for the same sub-class. This batch t26691 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 and s68516) per investigation pr (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up (20jul2018): new information received from product quality complaint group includes investigation results. Follow-up (16oct2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.